Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the procedure was completed with the use of a c-arm for imaging.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that found no 400 vdc to the standalone board. The power enclosure failed, the power enclosure module was replaced. Also installed updated power tray. The mounting flange was bent on replacement power enclosure module was reshaped. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000176, serial/lot #: (B)(4); product ID: bi71000195, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when booting the system, the message "initializing system, please wait" was observed on the pendant. It was noted that on the pedant, it appeared the radiation was disabled. Troubleshooting included enabling/disabling the emergency stop (e-stop), ensuring the system dongle was fully seated, and restarting the system without resolution. The procedure was completed without imaging. The reported issue did not result in a procedure delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: analysis found on encl power convsn- analysis determined there was initializing systems, please wait," failed bench testing. Transistors q-30 failed, it was found to be shorted. Faulty power conversion enclosure. B01, c02, d02 applicable codes. H3: analysis found on tray o2 ias power- analysis determined there was no failure found. B01, c19, d14 applicable codes. H3: analysis found on pcba genrtr isol - analysis determined bench test shows 15 vdc present at tp 7, 113 vac present at tp 24, all output voltages are correct and all l.e.ds are functional. While under test visual inspection showed one of the two fans on the board is intermittent. Faulty pbca assembly. B01, c02, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.